Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The probable cause of the failed 30 psi occlusion pressure test was determined to be component failure. The issue was successfully resolved by replacing the pressure sensor. Following replacement, the device passed the 30 psi occlusion pressure test with a measured value of 24.100 psi, which is within specification.a CAPA was initiated to investigate the root cause for this failure mode.reference to complaint #: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 21.500 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.